Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that this patient has a right total hip with prodigy stem and pinnacle metal on metal cup. The patient is having pain. Metal tests are normal. Dr. (B)(6) did the hip. It is unknown when it was done. The surgeon did a liner and head exchange. The head and trunnion had some metallosis, and the backside of the liner and cup were clean. The components were retained by the hospital. The cup and stem are well fixed and retained.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.